Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges experiencing a hypoglycemia incident; was sweaty and pale. Husband had to intervene and get her glucose tablets as customer was unable to. Customer tested with a blood glucose reading of 12.4 mmol/l. Symptoms did not match reading. Treated with glucose tablets. No product will be returned.

Manufacturer narrative:
The customer reported low blood glucose symptoms with a result of 5.7 mmol/l.